Event description:
A falsely elevated troponin I result of 1.07 ng/ml was obtained. The result was reported to the physician who questioned the result. The sample was tested again on the same instrument and a result of 0.11 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument and instrument data indicated a need for r1 drain/probe maintenance.